Event description:
During an atrial fibrillation procedure, a pericardial effusion occurred requiring a pericardiocentesis. Following the procedure, the patient became hypotensive. An echo confirmed an effusion. The patient stabilized after the pericardiocentesis was performed and was transferred to the intensive care unit for monitoring. During the procedure there were no noted issues, aside from high force values while using the tactiflex catheter at different times.

Manufacturer narrative:
Additional information: g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the catheter performed as intended. The optical fibers met specifications while inside the patient, the recorded temperatures indicated cooling during rf ablation and contact force measurements were displayed throughout the duration of the log files. Information from the field indicates ablations were performed at 50w for 10-15 seconds. Tactiflex ablation catheter, sensor enabled instructions for use (IFU) recommends a duration of up to 10 seconds when using a power of 50w and states ¿the consecutive duration of an ablation in a given location (focal and drag lesions) should not exceed the recommended time (e.g. At 50 w, the consecutive seconds of ablation energy delivery at a specific site should be 10 seconds or less).¿ however, due to unknown procedural conditions, we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported pericardial effusion remains unknown. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.